Event description:
Information was received from a manufacturer representative regarding an event. It was reported that the flex arm had poor fixation. There was no patient involvement reported.

Manufacturer narrative:
H3: product analysis: during inspection at the time of acceptance, it was observed that the handle was stuck and the joint was worn. In addition, the handle screw was stuck to the threaded part at the end of the cable. As a result, it could not be disassembled and repairs require the cable to be cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.